Event description:
Note: this is the second device of the event description used during the procedure. Refer to associated manufacturer report number 3005099803-2009-1993 this event pertains to the 4th of the 5 devices used during the procedure. It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during an endoscopic procedure the day prior. According to the complainant, the physician was unable to deploy the hemostatic clip after it was advanced in the endoscope. Two more hemostatic clips were used without any problems. A fourth clip was used, and the clip deployed prematurely and fell into the patient. The clip was retrieved with forceps. The procedure was successfully completed with a fifth hemostatic clipping device. No patient complications were reported as a result of the event; the patients condition was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.